Event description:
It was reported that the target lesion was located in the mid right coronary artery (rca) with moderate calcification, moderate tortuosity and 90% stenosis. Pre-dilatation was performed with a non-abbott balloon. During advancement of the 2.75 x 15 mm xience prime stent through the lesion, stiff resistance was felt with the anatomy. It was decided to retract the device and while the device was being pulled back, the stent began to dislodge from the delivery system. The stent was deployed at that location with only a 40% coverage of the lesion area and with the stent partially in a non-lesion area of the vessel. Ballooning was then performed on the remaining 60% of the lesion. No adverse patient sequela was reported. No additional information was provided.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The stent remains in the patient. Investigation is not yet complete. A follow-up will be submitted with all relevant information.